Event description:
Reporter noted error message during surgery; shut off unit and brought in back-up. Had to do a vitrectomy. Additional information received in 2004 noted edematous cornea and corneal burn resolving.